Manufacturer narrative:
Humalog® was tested for up to 48 hours as labeled. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) levels were elevated (333mg/dl), after switching insulin from novolog to humalog. The customer treated elevated bgs by changing out the cartridge and taking a correction bolus. Tandem technical support discussed labeling with the customer as they were using humalog for 3 days, instead of the recommended 2 days. The customer declined any further troubleshooting and follow up. Recommendation was also made that the customer consult with their healthcare provider regarding elevated bgs.